Manufacturer narrative:
The impella device has been returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
The complainant reported the automated impella controller had an issue detecting the purge disc. Medical staff attempted multiple purge cassette replacements, but all with the same alarm. No patient involvement and/or harm has been reported.

Manufacturer narrative:
The investigation has been completed. After reviewing the logs reported issue that purge disc could not be detected was confirmed. The purge disc flag was found to be broken (missing at the blue purge disc retainer). The root cause of the issue was a broken purge disc flag. A.1 and a.3 revised as information was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12897. D.2 common device name revised as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12897. D.5 operator of device revised as information was inadvertently omitted from the previously submitted manufacturer device report number 1220648-2024-12897. D.9 revised was the device available for evaluation as previously entered incorrectly on the initial manufacturer device report number 1220648-2024-12897. E.4 should have been left blank on the initial manufacturer device report number 1220648-2024-12897 as this information is unknown. G.1 revised reporting contact fax number in accordance with updated procedures since the initial manufacturer device report 1220648-2024-12897 was submitted.